Manufacturer narrative:
(B)(4). Additional information: the analysis results found that one pse60a device was returned with the anvil bent upwards and with an ecr60d cartridge loaded on the device. The returned reload was received partially fired 3/4 consistent with an incomplete or interrupted cycle. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and the device was dry fired to test the functionality of the device and it achieved its complete firing sequence without any difficulties. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). Event could not be confirmed as the device closed and opened without any difficulties noted. The manual override mechanism worked as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lobectomy procedure, the procedure starts and after the first shot, the device could not be opened in any way, emergency lever is lifted and didn´t open neither. Used another new device to remove the device from the cavity and continue with procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: please confirm how long the procedure was prolonged. If prolonged, was there any patient consequence as a result? In box 4002, it indicates that the rep was present during the case on (B)(4) 2015, but the jnj aware date was (B)(4) 2015. Was the rep present in the case? What color cartridge was being used? Was buttressing material utilized? If so, which product? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?